Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part found signs of repeated use (nicked or gouged) and a fracture on the right side of the post feature. DHR was reviewed and no discrepancies were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during warehouse inspections of trays, the provisional was found fractured. No adverse events have been reported as a result of the malfunction.